Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator has returned to the manufacturer, but the investigation hasn't been performed at this time. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The device was not in patient use. The evaluation of the device has been completed, and the customer¿s complaint was confirmed. The device's machine flow sensor was found to have contamination and was replaced to address the issue. Additionally, the system pca, blower assembly, blower bellows, blower mount, blower cap, proportional valve (aecm), 3 way solenoid valve, outlet side panel, dual limb cup, machine flow sensor, blower chassis plate, muffler assembly, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system pca needs to be replaced due to water ingress/contamination, which was not related to the issue.